Event description:
A malfunction was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs.